Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1169 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported that infusion was not conducted smoothly with the catheter the following day after placement. Resistance was encountered when the catheter was being flushed with normal saline and aspiration was being done. When flushing with a bit greater force, liquid leaks occurred with the metal handle. After the portion where liquid leaked was trimmed off and the oversleeve portion was replaced, the catheter functioned properly. The head nurse attempted to flush the removed oversleeve portion, which was still occluded. The indwelling needle was crossed through the metal handle, out of which a piece of white plastic matter was pushed. The color of the matter looked like the connecting material of connector.